Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use the ventilator was auto triggering due to the turbine getting stuck. There was no harm to the patient as the patient was placed on alternate ventilation.

Manufacturer narrative:
Carefusion failure analysis technician was able to verify the customer's reported issue. Turbine interface has become corrupted and failed as a result of an eeprom failure.